Event description:
The k-y beads did not work. My gyn suggested these for chronic vaginal dryness. One of the six in the package with applicator worked. The second package, none worked. I recall checking the k-y beads out online afterwards and read where they had been recalled previously and wondered if correct information was on the internet. One of the twelve beads worked. Package had six and an applicator. I tried a second package, and none worked. The six pack with the applicator averages/estimated price is around (B)(4) and more. One of the twelve tablets worked. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after person reduced the dose or stopped taking or using the product: no, defective.